Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error with multiple cartridges during the load process. Reportedly, customer was able to load a new cartridge after multiple attempts. In addition, customer reported that the issue reoccurred three days later. Customer received a cartridge error with multiple cartridges during the load process. Customer's blood glucose level was not impacted. It was indicated that the customer has back up insulin injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer was verified. In addition, a different symptom was found.